Event description:
Customer called initially with a control reading of 57mg/dl, which is too low. While troubleshooting, he received a control of 211mg/dl, which is too high. Normal control range is 109-150mg/dl. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.